Event description:
Several months after a tonsillectomy procedure using the procise ez view wand, the pt alleged that the procedure caused discoloration on the pt's cheek. The procedure was completed in (B)(6) 2012 without any reported complications until (B)(6) 2012. No further info was provided.